Manufacturer narrative:
(B)(4) initial emdr submission. At this time no additional information is available regarding product code, lot number, and 510k. If any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
"On or about (B)(6) 2015 the patient was having an excision of a benign lipoma from his forehead. Underwent surgery on (B)(6) 2015 wherein the gas in use was ignited, causing second and third degree burns over 40% of the patient's head and neck. Patient's head, face, and neck were tented and covered by surgical drapes, thus allowing this highly volatile and combustible gas to escape to an area where it became concentrated and then was ignited. States an unknown surgical mask intended to facilitate the intraoperative delivery to the patient of highly volatile, combustible and dangerous oxygen gas to a patient, referred to as "green face mask", was used during this situation that occurred. States that carefusion intended that the surgical mask product would be purchased and used without inspection for defects and with inadequate, defective and ineffectual warnings concerning the indications and contraindications for the use of this product on surgical patients.'

Manufacturer narrative:
Investigation results: no sample or lot number was provided for evaluation. Based on the investigation it is not considered that the product is the cause of the issue because the product does not have any material capable of causing a source of ignition. The mask is designed with vents that allow for proper oxygen delivery to the patient. Based on the customer's report the doctor was providing the patient with oxygen via the mask and the patient's head, face, and neck were tented and covered by surgical drapes which can create an oxygen rich environment in the location of the patient's head. The patient was undergoing an excision procedure on the forehead, cauterization was used on a vessel when a spark occurred. Two years of complaints were reviewed and no trend was detected. Based on the investigation it is not considered that the product is the cause of the issue because it does not have materials capable of causing a source of ignition.